Event description:
Additional informaition received identified the patient's scs ipg was replaced with a new one.

Manufacturer narrative:
(B)(4). This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient does not have any stimulation therapy and she was unable to communicate with her scs ipg and external devices. The patient stated she has not charge her scs ipg in more than six months. A sjm representative met with the patient and confirmed the issue. Surgical intervention may be taken at a later date to address the issue.